Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, an alert was triggered for non-sustained rv over-sensing due to post-paced t-wave oversensing. Programming changes were performed. The patient was stable.